Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The infusion set fell off during use. The infusion set was in use for twenty four hours to thirty six hours. The blood glucose level was high (specific value unknown) and the patient treated with correction bolus via pump.